Manufacturer narrative:
Sections b1 and b2: corrected. Section d1: brand name corrected. Section d4: catalog number and primary UDI corrected. Section h1: type of reportable event corrected. Manufacturer's investigation conclusion: damage consistent with the reported lvad fault alarms, elevated pump power consumption, and elevated temperature were confirmed during the evaluation of the heartmate (hm) 3 left ventricular assist system (lvas) (B)(6) and the submitted log files. A specific cause for the initial onset of the damage was unable to be conclusively determined through this investigation. (B)(6) was returned assembled with the pump cable severed approximately 2¿ from the pump header. The distal portion of the pump cable, modular cable, sealed outflow graft, outflow graft bend relief, and apical cuff were not returned. The cuff lock was disengaged and appeared unremarkable. Upon disassembly of the returned pump, visual inspection of the blood contacting surfaces did not reveal any adhered depositions or thrombus formations that would have contributed to a functional issue. After cleaning, the pump was reassembled and connected to a mock circulatory loop in order to retrieve the lvad log files. When the pump was started following the download, the rotor was unable to levitate. The pump was sent for further investigation at the abbott zurich facility, where the motor underwent a detailed failure analysis which encompassed both non-invasive and invasive diagnostic techniques to identify the root causes of the motor¿s malfunction. Power consumption measurements during non-invasive testing indicated abnormal values, significantly higher than the nominal power consumption. Thermal imaging identified a hotspot in one of the motor phase circuits. Additionally, invasive analysis confirmed a short circuit within one of the motor components, leading to increased power dissipation. Another component exhibited abnormal thermal behavior, suggesting an internal fault, which was confirmed by in-circuit resistance measurements. Additional diagnostics identified an issue with one of the motor phases, which was also traced to an internal short circuit of another motor component. Review of the submitted lvad event log file determined that a pump reset event occurred at 17:00 on 15apr2024. After the pump resumed operating at the set speed, pump power became elevated due to an increase in rotor drive current. The elevated current draw resulted in an increased flow estimation and increased lvad motor temperature. The increase in temperature resulted in the lvad fault alarm becoming active. The cause of the pump reset could not be determined due to the event being pushed out of the submitted controller event log file by newer events. The lvad event log file retrieved from the returned pump only contained data from 00:55 to 00:58 on 16apr2024. All of the events appeared to show the pump attempting to restart. The evaluation could not determine the time that the pump stop occurred. These repeated attempts to restart resulted in the scratches observed on the pump rotor and rotor well observed during the pump evaluation. The high current draw and motor temperature during these restart attempts likely contributed to some of the motor circuitry damage confirmed during the pump motor evaluation. However, the exact sequence that the three motor components became damaged following the initial reset at 17:00 on (B)(6) 2024 and pump restart events on 16apr2024 could not be determined. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the hm 3 lvas patient handbook, rev. D are currently available. Section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions, including the lvad fault alarm, as well as the appropriate actions associated with each condition. Furthermore, the hm3 patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that submitted log files contained abnormal left ventricular assist device (lvad) internal fault alarms associated with high motor current and pump temperature. The periodic log showed the onset of these faults between 4:40pm and 5:40pm on 15apr2024. Along with the internal faults, the motor power and flow appeared abnormally elevated with the calculated pulsatility index (pi) in a low stagnant range. Technical service stated that these parameters and faults may indicate the pump rotor was experiencing difficulty maintaining rotation (possible thrombus). On 18apr2024, the patient reportedly was explanted due to pump failure.